Manufacturer narrative:
An event of device deformity during deployment was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image from field appeared to show distal disc of an occluder device deformed in cobra shape while deployed through loader outside patient. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 8mm amplatzer septal occluder was chosen for an atrial septal defect (asd) procedure using an unknown abbott delivery system. During preparation the device had a partial deformation and the physician thought the device could be turned in to normal shape after deployment. During deployment, the device was fully deformed into a cobra shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 7mm amplatzer septal occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged and stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.